Event description:
The customer reported that the insulin pump was exposed to fluid/moisture. Customer stated she jumped in the pool with her insulin pump. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. Customer stated there was fluid under the liquid cystal display. Customer also mentioned that the insulin pump alarmed no delivery and was turning off and on. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)